Event description:
It was reported that a pump had no audio function. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was confirmed that the audio function was not present. Further eval identified that the absence of audio was due to an improperly seated back flex tail on the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected. At this time, the date of event is unk.